Manufacturer narrative:
The associated complaint device was not returned. A clinical analysis indicates that insufficient clinically relevant documentation was provided to perform a thorough medical assessment. The root cause of neither the locking screw breakage nor the patient impact beyond the retained screw shafts can be concluded. The surgical technique does indicate that only hand tightening with a two finger technique should always be used along with caution during final tightening. Should additional information become available, the clinical/medical assessment may be re-evaluated. A review of complaint history on the listed part revealed no prior complaints for the listed part number. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported two screws broke on the mini mod set whilst being screwed into the bone. Both screws broke just under the locking mechanism and were left in the patient.